Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery. The customer's blood glucose was 212mg/dl. The customer was advised the pump will be replaced and revert to back up plan. The customer agreed to return insulin pump for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected failed battery test alarm anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners and a cracked reservoir tube lip.